Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied four photos showing an unraveled guide wire. The guide wire body is kinked in several locations and appears to be unraveled from the distal end. No other components are included in the photos. A probable cause of the guide wire unraveling cannot be determined from the photos and without the sample to evaluate. A device history record (DHR) review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The images showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The DHR for the guide wire were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer states "wireless guide defeats on removal for use". Photos of the alleged issue represents spring wire guide unraveled.

Manufacturer narrative:
(B)(4).

Event description:
The customer states "wireless guide defeats on removal for use". Photos of the alleged issue represents spring wire guide unraveled.